Manufacturer narrative:
The report received from our affiliate indicated t hat a ptca was going to be performed when the physician attempted to pass tge atw marker wire through a chronic total occluded (cto) lesion in mid left anterior descending (lad), "though it wasn't easy". He tried for over and hour when he realized that the tip of the wire was uncoiling. He pulled t he wire out and had another wire (choice pt wire) finish the case. This product will not be returned for eval and testing. Add'l info will be send within 30 days upon receipt.

Event description:
Wire uncoiled.